Event description:
In 2008, it was reported to boston scientific corporation that a hydrothermablator console unit (hta) was being set up for a therapeutic hydrothermal ablation procedure. According to the complainant, when the hta was plugged into the power source, the heater canister started to exhibit a burning smell. The heater canister then turned red and very hot. Light smoke was noticed inside the heater canister. The plastic lid on the heater canister melted. The hta was unplugged and was not used further. There was no patient involvement.

Manufacturer narrative:
The hta console was returned for evaluation and we were unable to confirm or duplicate the complaint.